Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported, by the physician, that the intra-aortic balloon (iab) catheter was extremely difficult to insert into the sheath and required a lot of force. There was no injury or harm to the patient.